Manufacturer narrative:
Insulin pump received with no button error alarm. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm. Customer was advised that insulin pump would need to be replaced.